Event description:
Following a diagnostic procedure, the physician deployed an angio-seal device, and hemostasis appeared to be immediate. However, after the pt was moved to ccu and the groin was exposed to cut the suture, a large hematoma inferior to the puncture site was noted. A femostop was applied. The next day, the pt went to or for CABG. At that time, the surgeon also decided to look at the hematoma; a pseudoaneurysm was noted and repaired at that time.